Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The reason for call was patient reported that since they had the device, they've had bladder infections for about 5 years straight and they wanted the device removed. Patient said they tried to contact the healthcare provider(hcp) that put the device in, but the hcp was no longer available and they didn't work with the device anymore. The patient was redirected to their healthcare provider to further address the issue. Agent verbally reviewed patient physician listings and emailed field staff in patient's area to ask for any closer hcp contacts to the patient.